Event description:
(B)(6) 2022: patient presented to facility for contraception management. Patient urine specimen was tested on the henry schein hcg urine cassette kit and a positive result was obtained. Confirmatory hcg serum test provided a negative result. Exact result not provided. No adverse patient outcomes occurred.

Manufacturer narrative:
Pending results of investigation.

Manufacturer narrative:
Update to d9: device available for evaluation changed to "yes"; date returned to manufacturer: 05/19/2022 update to h3: device evaluated my manufacturer changed to "yes" investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: · very low levels of hcg (less than 50 miu/ml) are present in serum and urine specimens shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. · a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimens should not be used to diagnose pregnancy unless these conditions have been ruled out. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Update to section a: patient age added update to d9: device available for evaluation changed to "no" update to h3: although requested, devices not returned. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. No returned devices were received for investigation. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: · very low levels of hcg (less than 50 miu/ml) are present in serum and urine specimens shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. · a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimens should not be used to diagnose pregnancy unless these conditions have been ruled out. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.